Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that it was possible that there was a flaw while handling the catheter during the MRI scan, but the catheter was in a deformed state as if it had been pulled.

Manufacturer narrative:
The reported event is confirmed cause unknown. Visual evaluation of the returned sample noted a 3-way temperature sensing catheter. Visual inspection noted that the temperature wire was protruding out from the catheter. Also received 4 photo samples. First photo sample shows top view of catheter. Catheter is not flat bur rather slightly coiled. Second and third photo sample zooms in on catheter with temperature wire uncoiling. Fourth photo sample shows inflation cap with catheter information on cap rubbed off. Based on photo and physical sample received product does not meet specifications which states "catheter length must conform to drawing." Although an exact root cause could not be determined a potential root cause could be inappropriate package design. The DHR review is not required as no lot number was reported. The instructions for use were found adequate and states the following: "[warnings] 1. Method for use (1) do not inflate the balloon in the urethra. [The urethra may be injured.] (2) do not pull the catheter hard. [The bladder/urethra may be injured.] 2. Applicable patients ·patients with delirium who might pull out catheter [when patient tugs at catheter unconsciously, the bladder and urethra may be damaged.] [Contraindications] 1. Method for use: (1) do not reuse. (2) do not re-sterilize. (3) this device contains 10% povidone-iodine. For patients with past history of allergic hypersensitivity to povidone-iodine or iodine, consider using alternative disinfectants. (4) be careful that the catheter is not exposed to ointments, contrast medium or oil-based lubricants (including vegetable oils such as olive oil, mineral oils such as white petrolatum and animal oils). [They may damage the device and may burst balloon.] (5) do not hold the device with forceps, etc. Avoid contact with any blades or sharp-edged instruments. [Catheter damage may cause balloon rupture and accidental balloon removal or failure to deflate or remove the balloon.] 2. Applicable patients patients with known allergy to silver coated catheter". H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the actual/suspected device was inspected.

Event description:
It was reported that it was possible that there was a flaw while handling the catheter during the MRI scan, but the catheter was in a deformed state as if it had been pulled.